Event description:
It was reported that the patient had the alerts on the implantable cardioverter defibrillator (ICD) device disabled and the patient was lost to follow-up for a very long period of time. Upon interrogation, the device displayed invalid values for the elective replacement indicator (eri) date as question mark characters and the date was not able to be determined. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. Device at eos. Displays ??? After too many months after eos. (B)(4).